Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that her programmer was unable to interrogate a patient's device. Attempts to unplug and reconnect the cable were not successful. A message indicating "error establishing communication" was received. The usb serial data cable was switched with a new usb serial data cable and the issue was resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. Additional relevant information has not been received to-date.